Manufacturer narrative:
The information received indicated that the trapease ivc filter did not appear to fully open. The indication for filter insertion was gi bleed on anticoagulation, pulmonary emboli. Existing deep vein thrombosis extended to the external iliac/femoral arteries bilaterally. There was no thrombus present at the delivery site. There were no acute bends or tortuosity. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was not verified under fluoroscopy that the filter or part of the filter was not in a side vessel. The entire filter was under expanded. Wall apposition was deemed adequate to prevent migration. The filter was not removed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the trapease ivc filter did not appear to fully open.

Event description:
The indication for filter insertion was gi bleed on anticoagulation, pulmonary emboli. The deep vein thrombosis extended to the external iliac/femorals bilaterally. There was no thrombus present at the delivery site. There was no acute bends or tortuosity. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was not verified under fluoroscopy that the filter or part of the filter was not in a vessel. The entire filter was under expanded. Wall apposition was deemed adequate to prevent migration. The filter was not removed. There is consideration of repeat CT or continue anticoagulation.